Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine , fentanyl , and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that it was taking like 8-12 minutes to connect to the pump to get a bolus. The patient stated that they get service code 156, and having to clear that to restart the application took some of the time to connect to the pump. The handset went to 90%' and 'it hangs up' on the screen when they tried to connect. When the agent inquired event date, the patient stated that ¿since probably about 2 weeks after the last refill,' which patient stated was on (B)(6) 2025, later stated that 'I think (B)(6) 2025.' The agent assisted patient in clearing data. It was noted that prior clearing the data, the patient's data was 39.65 mb. The patient was able to successfully reconnect to their pump well and re-read their 17-minute lockout with 9 boluses left today. The patient mentioned they have 15 boluses per day. The patient will monitor and call back for assistance.